Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt contacted animas on (B)(6) 2011, alleging a leaking cartridge. Prior to discovering the alleged issue, the pt claimed her blood glucose (bg) elevated to 300 mg/dl. The pt denied developing symptoms and confirmed she tested negative for ketones. The pt reported that she used her pump to correct for the bg excursion. The pt mentioned her bg has been within normal limits since switching out the cartridge. At the time of troubleshooting, the pt claimed she never felt anything wet in the cartridge compartment; however, reported she could smell insulin. The pt stated she threw out subject cartridge and was unable to confirm where the source of the leak was from. There was no adverse event associated with this complaint. The pt did not report any bg readings or symptoms that meet animas' criteria for a serious injury.